Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d9 (product received on), e3. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received. The catheter was secured to patient via suture. A connecting tube was attached to the catheter. The patient was bedbound.

Manufacturer narrative:
Investigation ¿ evaluation it was reported that the catheter from a thal-quick chest tube set separated. The catheter was placed in the thoracic cavity and secured to patient with suture. A connecting tube was attached to the catheter. It was noted that the patient was bedbound. About one night after procedure, the catheter was found separated by the physician during a visit to the ward. As a result, air entered the patient's pleural cavity and caused a pneumothorax. Subsequently, the catheter was removed and replaced with a new device. No other adverse effects were reported for this incident. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One used device was received. A partial chest tube and two unknown components were returned. The universal funnel adapter was missing; the hub of the chest tube separated from the shaft. The affected component is a supplied product from another manufacturer. Cook requested they investigate this occurrence. The supplier reviewed lot records of the determined six potential lots. The records showed consistent tensile data and no anomalies. The supplier concluded that the device was manufactured within specification. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the DHR for the reported lot and related subassembly lots recording no relevant non-conformances. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, [t_thal_rev11] ¿thal-quick chest tube sets and trays provides the following information to the user related to the reported failure mode: ¿intended use the thal-quick chest tube is intended for percutaneous introduction of a chest tube for pleural fluid drainage¿ instructions for use¿ 9. With the wire guide still positioned within the pleural space, advance the chest tube inserter/chest tube assembly over the wire guide and into the pleural space. Note: if resistance is encountered during chest tube assembly insertion, determine the cause of resistance and take necessary action to relieve resistance before proceeding¿ 11. The chest tube can now be sutured to the skin and is ready for use... How supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, cook concluded the cause of event to be component failure unrelated to any manufacturing or design deficiencies. It is possible that stress was exerted on the chest tube resulting in separation, however, this cannot be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the catheter of thal-quick chest tube set separated. The catheter was placed in the thoracic cavity. About one night after procedure, the catheter was found separated by the physician during a visit to the ward. As a result, air entered the patient's pleural cavity and caused a pneumothorax. Subsequently, the catheter was removed and replaced with a new device. No other adverse effects were reported for this incident.